Manufacturer narrative:
The compact test drum is the suspect product.

Event description:
Pt reported experiencing hypoglycemic symptoms. Pt's husband tested her blood glucose, using the compact system, and obtained back-to-back results of 151 mg/dl and 159 mg/dl. Pt indicated that, due to symptoms, she was unable to self-treat. Pt's husband reportedly treated her with maple-nut candy, after which she felt better. No add'l treatment was required. Qc testing had not been performed on the compact system. Pt did not provide the location where the event occurred. Technical support requested the return of the suspect product and replacement product was shipped. Compact system: compact strip lot 20656042 with expiration date 05/31/2008.